Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was not functioning. The user completed the procedure using a backup vse with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a dislodged grip ring. The instrument was placed on an in-house system. The instrument passed the recognition, engagement but failed initialization tests. The blade was manually retracted and the jaws failed to close. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moved freely up and down and gripped the grip drive adapter. Additionally, the instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 attempts. A review of the msc logs verified two homing failures with error code "22026" noting "vessel sealer extended failed during homing on usm4. The complaint was confirmed by failure analysis.